Manufacturer narrative:
Sections with additional information as of 28-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products pending qc investigation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Granddaughter is calling on behalf of the customer. The customer is concerned with test results obtained of 393, 367,470, 397 and 164 mg/dl. The customer¿s expected fasting blood glucose test result is 130 mg/dl. Customer just got the truemetrix air meter a few days ago. Customer is not using proper testing technique as he uses alcohol on the finger. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 228 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).